Manufacturer narrative:
A spacelabs technical support engineer assisted the user in troubleshooting the downed xhibit. It was identified that the xhibit was not powered on. The technical support engineer walked the customer through the steps of powering on the unit. After the unit was powered on the device worked as expected. At this time, it could not be determined what caused the sudden loss of power. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that while in use, a xhibit central station had gone completely down. There was no patient or user harm associated with this event.